Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: black spot on the tube when did the incident occur? During use it was reported that upon opening the syringe: it is covered with black spots, even on the screw-on part, which seem to come off when rubbed during handling.